Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter; product ID 8840, serial # unknown, product type programmer, physician; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that during a routine pump replacement for longevity on (B)(6) 2013, it was thought the patient 's new pump had been successfully updated, but the reporter was unable to find the session report when going to print it. The pump device was used to deliver baclofen. It was further reported that the pump was confirmed to have been successfully updated. The cause of the event was unknown but reported as likely pulling the telemetry head off before verification. The issue was resolved. The patient¿s outcome was reported as ¿none¿ as the pump was updated within an hour of the reported event.